Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient had a stroke a couple of days ago. The patient was ordered an MRI to confirm diagnosis. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the patient¿s stroke was their hyper coagulable state which was likely a new ca diagnosis. It was noted the patient had residual deficits.